Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a valid altitude alarm while on a plane flight. Reportedly, the customer was unable to clear the alarm after landing. The customer's blood glucose level was 179 mg/dl. Reportedly, the customer contacted the healthcare provider for alternate therapy.